Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized with blood glucose of over 600 mg/dl. The customer blood glucose went down to 18 mg/dl. The customer's spouse stated that they lost the transmitter. The customer hung up the call. The insulin pump was not returned for analysis.